Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer stated that she was vomiting prior to her admission. The customer stated that the insulin pump was exposed to water while being on vacation, and she was not able to fly back home because of her sickness. The customer stated that she was walking by the beach and a wave pulled her into the water and the insulin pump got wet. The customer stated that she was taken to the hospital by ambulance and then she was released. The customer stated that she is at her doctor's office and was told to request a replacement of the insulin pump. No further info was provided.